Event description:
A customer contacted haemonetics on (B)(6) 2012, to report an orthopat device with the description of "diaphragm rupture - rbc leak from disc." No patient/operator injury reported.

Manufacturer narrative:
The device was returned but the evaluation has not been completed. Based on the description of blood spill, the potential for fluid ingress and electrical damage this report is being filed. A follow report will be sent when the evaluation is completed. (B)(4).